Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation was unable to reproduce the reported symptom. Evaluation observed ultrasonic sensor being out of specification, and attempts to calibrate failed; this would be an assignable cause for customer allegation, as a failing ultrasonic sensor may induce improper recognition of true upstream occlusions. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion testing. There was no patient involvement. No additional information is available.